Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 26sep2017 for periodic maintenance. The asp attempted a touchscreen calibration, but the issue persisted. The asp replaced the touchscreen to resolve the issue and return the device to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).